Event description:
The event is reported as: infant patient was placed on comfort-flo set-up flow rate of 51pm with the heater column provided in package. Within a couple minutes, the system flooded the entire circuit with water. The column was changed out to a standard column and it also filled with water. The unit was trade out with no further issue. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.